Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries were replaced. The system was then found to be operating as intended. The system then found to be operating as intended.

Event description:
The field service reported that the generator would not boot completely and make x-ray exposure. The system would not boot up. There is no report of patient injury.